Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device keeps failing the operational check, displaying a red x light. There was reportedly no patient involvement.